Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has a leak. No further information.

Manufacturer narrative:
Correction- manufacturing site corrected in section g1. Device evaluation- the device was returned for evaluation. During testing the reported issue was confirmed; device leaked due to a cracked tank cover. The issue was determined caused by damage induced during use.